Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). This device is a colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device will not be returned to baxter, as it was serviced onsite by a baxter field service technician. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During an onsite visit, a baxter (B)(4) field service technician serviced a colleague infusion pump for a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred on (B)(4) 2010. There is no further complaint information available. The user interface module master software version for this device is currently unknown.